Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The co2 absorber canister was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.